Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient reported his ins quit working a few years after being implanted. The patient further clarified that the electrode got positional and didn't provide any service. The patient stated that instead of getting it replaced right away he has had a dead device for the last couple years. The patient then stated that it does come on a little bit now. The patient then further clarified that this happened about three years after the implant, about 2009, but did not provide a clear year. The patient also reported that his l2 disc ruptured. The patient did not know the date of this event. The patient stated that he hasn't been out of pain since 98, but confirmed he has been getting good therapy relief from the ins when it was working. The patient stated that he will be having the ins replaced and this would be due to normal battery depletion.